Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that the drill was leaking oil. There was no pt involvement or adverse consequences related to this event.